Event description:
Reporter of product complaint: husband, summary of product complaint: on (B)(6) 2020. Whisperject malfunctions at times. When the button is pushed to administer the medication, it spills out and she cannot take the full dose. No ae experience due to the malfunction. Unknown if patient missed a dose? Yes, can manufacturer call patient for follow up? Yes, can manufacturer arrange for product pick up? Yes, md aware and drug therapy continues; unchanged lot number is unknown. Expiration date is unknown. Reported to (B)(6) by: patient/caregiver.